Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor alarm loop during the bolus delivery and an error alarm was confirmed in the history file. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm test due to the motor error alarms. However, the device passed the displacement test. The motor was tested outside the unit and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
It was reported that the customer was in the emergency room with high blood glucose over 243mg/dl. The customer experienced nausea and burning in chest. Days later, the customer called back and stated that her insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned having an error alarm while rewinding the insulin pump. No further information was provided.